Manufacturer narrative:
This supplemental report is to void the initial complaint with routing number, which was submitted by mistake with the wrong year. The correct inital MDR was submitted under 9610617-2025-00007. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during use cmac blade was found faulty it had very dim led and/or poor image, customer was unable to proceed with cmac and had to use different instrument. Afterwards the cmac was assessed, and the seals have deteriorated. No negative impact in state of health reported.